Event description:
This follow up emdr is being sent to cancel the initial emdr sent on this event. See h11 for more details.

Manufacturer narrative:
This correction follow up report is being submitted to cancel the initial report submitted relating to this event. The initial report stated that the physician detected that the wire guide tip had a knot, this was interpreted to be wire guide coating damage, which is established as a an FDA reportable event. Per our evaluation of the returned device, the coating is intact. The type of damage noted in evaluation has not historically caused or contributed to a serious injury nor death; therefore, this event no longer meets the reporting criteria of an FDA MDR report.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook tracer metro direct wire guide. The physician advanced the wire guide to duodenal papilla, after multiple cannulations the physician detected that the wire guide tip had a knot. [Wire guide coating damage]. The physician changed to another wire guide to complete procedure. [Loss of wire guide access]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.